Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen). Note: when comparing results manufacturer does not recommend compare test result meter to meter. The blood test result is accurate 20% compare with only laboratory results within 30 minutes after lab test done.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 202 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is approximately 1 month. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the blood results that were taken on (B)(6) 2016.